Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as no adverse event has been previously reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of four returned impactors confirmed that the impactor heads were loose and could not be reliably re-tightened. There were signs of impacts as from repeated use. Device history record was reviewed and no discrepancies were found. The device had a potential field age of 10.6 years at the time of the event. Review of the complaint history determined that no further action is required as no trends were identified. The root cause was identified as normal wear due to long time usage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Received but not yet evaluated.

Event description:
It was reported that the femoral impactor becomes worn over time and the screws do not tighten the impactor portion to the handle.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.